Event description:
Medtronic received information regarding a pipeline vantage stent that had foreshortening. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular anterior communicating (acom) artery aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 2.5mm. The distal landing zone was 1.8mm; the proximal landing zone was 2.3mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with pru level within the recommended range. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was deployed. When the physician was attempting to retrieve the delivery wire in the microcatheter post-deployment, the proximal end of the pipeline foreshortened and ended up in the neck of the aneurysm. It was noted that the pipeline missed the landing zone and was not implanted at the intended location. No side branches were covered. No other steps or devices were required to remove or secure the pipeline. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was not pulled or entangled during retrieval of the delivery wire with the microcatheter. It was noted that one more pipeline implanted to assist in achieving full coverage.